Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-04672, 2134265-2011-04673. It was reported that following a stenting treatment procedure, stent thrombosis occurred. The patient presented with an emergent mi and underwent a percutaneous coronary intervention. The procedure treated the 90% stenosed, 3.75mm diameter lesion located in the mildly calcified and mildly tortuous right coronary artery (rca). Treatment placed three overlapping stents, a 3.5x16mm ion stent in the proximal rca, with two additional (B)(4) stents [3.0x38mm 2.75x38mm] placed consecutively in the vessel. The patient was discharged and prescribed effient. In 28 days later, the patient presented with thrombus in the mid section of the 3.5x16mm ion stent. Ivus confirmed the stent was not well apposed. Treatment consisted of post dilation. Per the physician the patient was compliant with antiplatelet medications. No further patient complications were reported and the patient status is ok.